Event description:
Medtronic received information that one month after implant of this transcatheter bioprosthetic valve, the patient presented with neurological difficulties, with mild left facial droop noted, and an inability to follow simple commands at their scheduled post-implant follow-up. A computed tomography (CT) was ordered, and showed that the patient had experienced a right corpus striatum infarct that was suspected to be related to the valve or its implant. The condition was reported as continuing. No additional intervention or treatment was reported.

Manufacturer narrative:
A variety of factors can influence neurological difficulties, and a conclusive cause could not be determined from the limited information available. Neurological deficits are a known potential adverse effect per the device instructions for use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.